Event description:
During plasmapheresis - blood leak occurred on 3 different filters from 2 different cases - same lot numbers. Treatment was interrupted then stopped completely per md. No apparent harm to pt; remained stable.